Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a tubing breakage. A new ipp pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a tubing breakage. A new ipp pump was implanted. It was further reported that 2 weeks prior to the surgery the patient found it hard to inflate the device due to fluid loss from the pump tubing. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Additional information provided in: describe event or problem, device codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a tubing breakage. A new ipp pump was implanted. It was further reported that 2 weeks prior to the surgery the patient found it hard to inflate the device due to fluid loss from the pump tubing. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.